Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure side branch stenosis occurred. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization. Target lesion #1 was located in the distal left circumflex coronary artery with 99% stenosis, a length of 10 mm, and reference vessel diameter of 2.6 mm. Target lesion #1 was treated with predilation and placement of a 2.50mm x 12 mm study stent. Following post dilation, residual stenosis was 0%. Baseline core lab angiography was performed which revealed 20% branch percent stenosis in second obtuse marginal. Post procedure angiography revealed 70% branch percent stenosis in second obtuse marginal. One day post- procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).